Manufacturer narrative:
(B)(4). Excessive force. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.25x28 xience xpedition stent delivery system (sds) as advanced toward a lesion in the right coronary artery (rca) via femoral access, but failed to cross the lesion due to patient anatomy; the 2.25x28 xience xpedition sds was then withdrawn from the anatomy. A 2.25x18 xience xpedition sds was then advanced toward the same lesion, but also failed to cross the lesion due to patient anatomy; force was applied and the proximal shaft separated. The 2.25x18 xience xpedition sds was then withdrawn from the anatomy without resistance. A non-abbott stent was able to cross the lesion without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.